Manufacturer narrative:
The set was manufactured between 29mar2022 and 30mar2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked. The set was filled with lipids and was "was leaching lipids in the line for 2:1 tpn's". The event occurred during compounding. Therefore, there is no patient involvement. No additional information is available.